Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. Returned device was a guidezilla guide catheter in two pieces, and an unidentified guidewire. Microscopic examination and tactile inspection of the hypotube/shaft revealed numerous kinks in the hypotube, and a kink in the distal shaft 95cm from the tip of the device. Inspection alos revealed a complete separation at the collar in the shaft collar area and the ptfe was fully removed from the collar. Investigation found no irregularities or defects at the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 145 guidezilla¿ was selected for use. During removal, the connection between the proximal hypotube shaft and distal guide segment was fractured inside the guide catheter. The distal guide segment was retained inside the guide catheter while the proximal hypotube was removed. The fractured portion was removed together with the guide catheter as a unit. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable.